Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implant procedure, blemish was observed on outer edge of optic after implantation and it was left in eye. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. The reporting facility did not provide a lot number or any identification of the product. A photo was provided of a single-piece multifocal lens implanted in the eye. There appeared to be damage at the edge on the right side. Unable to determine if this is on the anterior or posterior edge. Unable to view the opposite side to review for damaged. Damage in this area may indicate a plunger over/underride may have occurred. Based on our observation of the attached photo, there appears to be damage close to the edge of the intraocular lens (iol) optic. The origin of the observed damage cannot be confirmed based on the returned photo alone and without evaluating the physical product. The product was subject to handling, and the reported damage was highlighted post implantation. A final root cause cannot be determined based on available information. The product history records confirm that the product met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.